Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. The returned battery cap was not able to be fully secured to the pump but was able to be used to complete testing. During testing, the pump performed the rewind, load, and prime steps with no power losses, power reboots, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power losses, power reboots, or call service alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the thread area to the case seal. The battery compartment threads were found to be damaged. The pump case was removed and evidence of moisture contamination was found inside the pump. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the pump having no power was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.